Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per tech caller advised after about ten minutes unit will shut down with no error codes and no lights but alarming.